Manufacturer narrative:
The consumer commented on a reddit post claiming false positive inteliswab test results while using the test against the IFU. The consumer did not provide a lot number or any other product information. It is unknown if a pcr test was used to confirm the test results. Orasure technologies, inc. Is unable to contact the consumer for additional information as no contact information is available on reddit.com. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
An anonymous consumer commented on a reddit post stating they got a false positive result on an orasure test after swabbing their throat. Refer to attached reddit comment and post. As stated in the inteliswab covid-19 rapid test IFU, 'important: swabbing the nostrils is critical for obtaining an accurate result. If you do not swab your nose, the device will produce a false negative result.'

Event description:
An anonymous consumer commented on a reddit post stating they got a false positive result on an orasure test after swabbing their throat. Refer to attached reddit comment and post. As stated in the inteliswab covid-19 rapid test IFU, 'important: swabbing the nostrils is critical for obtaining an accurate result. If you do not swab your nose, the device will produce a false negative result.'